Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing up on 1 pyxis. A technical support specialist (tss) connected to the station and verified that the date and time were correct, and the database size was within normal limits. The tss reviewed the maintenance directory and identified that the maintenance service was disabled, and no logs folder was present. The tss enabled and restarted the maintenance service, confirmed that the logs folder was created, and followed up after a few minutes, after which the customer confirmed that the patient was visible and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that patients were not appearing on one pyxis station. Patients admitted for a week or longer were visible; however, newly admitted patients were missing. The user was able to locate the missing patients through the facility search feature. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.